Event description:
Paramedics experienced equipment failure with laryngoscope handle whereby lighting went out every time any pressure was applied while trying to intubate infant with suspected sids. Pt ultimately died at ER of another hosp while being transported. The pt was ventilated with a bag valve make system since unable to intubate. Later, the lighting problem was reproducable with the same handle and blade but not with other blades when placed on the same handle. There have not been problems with this disposable blade in the past.